Event description:
For an electrosurgical procedure in the hospital, a martin me400 electrosurgical generator and an unsplit dispersive electrode were used. The plate was placed on the left femur of the patient. The nature of the procedure and its location on the body have not been disclosed to us so far. During the procedure, the electrosurgical knife did not work and was replaced with a bipolar instrument (tweezer). A fourth degree burn under the grounding plate was discovered. The only information we were able to get so far is: "the electrical knife did not work and there was no warning that the neutral electrode is defective. The knife did not coagulate the vessels and was replaced by bipolar tweezer. Outcome of the incident: burns of patient in the point of application of the neutral electrode, fourth degree burn within the range of 5x2 and 3x0.5 cm." No information on the patient or on the nature of the wound treatment could be received so far.

Manufacturer narrative:
The retained samples of the same lot have been tested electrically, thermally, for their adhesion and been inspected visually. All samples were found to perform within the limits. No faults could be detected. The involved electrode shows two burnt spots, one measuring 25x15 mm, the other 25x5 mm. The two long edges of the electrode show a reddish discoloration on the adhesive side, probably from a disinfectant. The other side of the electrode does not show any of that. The hair indicates the IFU has not been followed. It states explicitely "shave the chosen skin area, clean it carefully and dry it." In addition, the IFU states "should cutting or coagulation effort diminish during surgery, make sure the grounding plate is in full contact with the skin before turning up power." However, as no further information has been made available to us so far despite repeated efforts (questionnaire and repeated emails). No conclusion can be drawn yet. We will continue to ask for further information and will relay such information and any conclusion in a follow-up report.